Manufacturer narrative:
Based on new information received, following codes were updated: 1) FDA patient code updated from, e2401 to e2403 and FDA health impact code updated from, f24 to f26. 2) FDA product code a0401 was deleted. Additional information provided in a1, a2, a3.a, b3, b5, d10, h6, and h11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a non-qualified associated cartridge. The company lens model is only qualified for use with the company (b) and (c) cartridges. The account indicated the use of an unspecified handpiece. It is unknown if a qualified handpiece was used. The viscoelastic indicated is qualified for use with this lens, with the use of qualified lens/cartridge combinations. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge combination. Company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Based on new information received on 23-sep-2025, it was clarified that the haptic was intact and not torn or broken. The issue was limited to a crack in the iol itself. The surgeon noticed the crack after the iol was inserted and positioned. Consequently, the iol was removed during same procedure. According to the technician involved, the lens was still upon loading. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported a cracked intraocular lens (iol) with torn or broken haptic. Additional information was requested, but no further information is available.